Event description:
Oxygen tank outlet nipple was clogged with an unknown substance. Oxygen was not delivered to the patient due to clog. Clog was cleared with a paperclip by respiratory therapist. Tank is being returned to ras enterprises, llc for inspecting and testing.